Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Distributor reported on behalf of home care user that the pump was being used for infusion of veletri for pulmonary hypertension. Several pump alarms occurred during infusion, including "high pressure" and "air in line" alarms that stopped the infusion. According to reporter, the home care user was hospitalized to complete the infusion because the infusion could not be completed. No permanent adverse effects reported.

Manufacturer narrative:
The reported device was returned for investigation. During visual inspection, the device was found to be in good condition. A review of the event history log identified that the air detect sensor was set to off and no air-in-line alarms occurred; however, 31 high pressure alarms were confirmed. Although the reported high pressure alarm was found in the event history log, the alarm was unable to be activated during simulated use testing. Further investigation of the occlusion sensor on the device found the sensor to be within manufacturing specification. No evidence was found to suggest the reported alarms were caused by an intrinsic product defect.